Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced elevated glucose readings in the 200s after eating more frequently and consuming higher-carbohydrate foods during a holiday despite making meal announcements, and they sought guidance on insulin timing; the device involved was the ilet system. Symptoms included hyperglycemia without reported physical complaints. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.